Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a vats procedure, on the third firing and the third stroke, the device locked and the blade would not retract. The manual release would not work. The handle would close but the blade would not advance or retract. The case was converted to open and another device was used to cut the device off the tissue. The pt is stable.